Event description:
During a lap cholecystectomy procedure, the doctor clipped the cystic vessels, he experience "scissored" clips. A new device was opened and the procedure was completed. No patient consequences. One device returning.